Event description:
It was reported that the patient underwent a total hip arthroplasty on a unknown date. Subsequently, a revision procedure occurred on (B)(6) 2014 due to a loose femoral stem and a malpositioned acetabular cup. All parts were removed and replaced with biomet product.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00930 & 1825034-2015-01779).

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure occurred on (B)(6) 2011 due to unknown reasons. The invoice indicates that the cup, liner, and modular head were removed and replaced with a biomet modular head and competitor cup and liner. Patient underwent a further revision procedure on (B)(6) 2014 due to a loose femoral stem and a malpositioned acetabular cup. All parts were removed and replaced with biomet product.